Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer pump touchscreen was cracked. Additionally, it was reported that the touchscreen was less responsive. There was no reported impact to the customer's blood glucose level. Reportedly, the customer declined further troubleshooting from tandem technical support.